Event description:
It was reported that a pt who underwent laparoscopic cholecystectomy surgery in 2006, as readmitted to the hospital 2 days later. Examination has revealed that the endoclips had moved and the pt developed leakage. The pt was transferred to another hospital for further mgmt. The pt is doing well. Device discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.